Event description:
It was reported that high capture thresholds were observed on the right ventricular (rv) lead. The rv lead was capped and replaced on (B)(6) 2022. There were no adverse consequences, the patient was stable.